Event description:
Reporter states, customer did back to back testing on the advantage system with results of 507 mg/dl and 189 mg/dl. An additional set of back to back tests was reportedly performed with results of 507 mg/dl and 111 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.